Manufacturer narrative:
The serial number is not available at this time.

Event description:
It was reported that a smiths medical pump alarmed "no disposable, clamp tubing ". No patient harm was reported.